Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the cables lumen was noted at 33.5 cm to 34.2 cm from the proximal end of the svc shock coil and an internal insulation abrasion breaching the cables lumen was noted at 3.4 cm to 4.4 cm from the proximal end of the svc shock coil. An external insulation abrasion breaching the cables lumen was also noted at 14.3 cm to 14.7 cm from the connector pin and was consistent with lead friction to another device or feature of the heart. The etfe coatings was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.